Event description:
It was reported that upon interrogation, the right ventricular lead exhibited oversensing noise causing inhibition of pacing. The patient was asymptomatic and none pacer dependent. Noise was reproducible with isometric testing and arm raises. The lead was reprogrammed. The patient would continue to be monitored.